Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a torsade de pointes type rhythm, which took four s-ICD shocks to convert and the patient was syncopal. The initial time to therapy was 36 seconds. The physician believes the delay in therapy was a combination of the patient's type of arrhythmia and the sensing algorithm of the device. Boston scientific technical services (ts) reviewed the event and noted noise, which may have slightly increased the amplitude at points and contributed to longer intervals. The patient was seen in the hospital emergency room. Shock impedance for the episode was 129 ohms. At implant, induction impedance from a 65 joule shock was 110 ohms. It was noted the patient was of large stature. There was concern the first s-ICD shock did not convert. A lateral chest x-ray was taken to review shock coil location. Upon review of the x-ray, the electrode did appear superficial. The patient underwent another induction, at which time to therapy was 20 seconds and shock impedances were 90 ohms when the patient was in supine position. The physician plans to explant the s-ICD system and replace with a transvenous system. The physician expressed dissatisfaction with the sensing algorithm with detecting torsade de pointes type of rhythms.

Event description:
Additional information was received that the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). The s-ICD and electrode will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance and hipot tests were completed to assess lead electrical performance and high voltage insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.